Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that paxgene® blood ccfdna tube had fm inside the cap. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that paxgene® blood ccfdna tube had fm inside the cap. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Bd acknowledges that the customer has had an issue with the incident lot, but for plant evaluation purposes, the complaint was not observed due to a lack of objective evidence. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed (B)(4). Fm was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.